Event description:
Customer reported the monitor is blanking out during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative replaced the left lcd monitor, the monitor cable assembly, and the fuse assembly. System operates as intended.